Event description:
It was reported that during the implantation procedure it was discovered that the patient needed a higher output ICD; this device did not provide enough joules to convert the patient. Therefore, this ICD was not implanted.

Manufacturer narrative:
See scanned investigation report.

Event description:
It was reported that during the implantation procedure it was discovered that the pt needed a higher output ICD; this device did not provide enough joules to convert the pt. Therefore, this ICD was not implanted.